Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -stenotrophomonas maltophilia (5 cfu/100ml) [second time; (b)(64, 2021] -stenotrophomonas maltophilia and pseudomonas aeruginosa (the total is 8 cfu/100ml.) -enterobacter cloacae and comamonas sp (the total is 15 cfu/100ml.) [Third time; (B)(6), 2021] -staphylococcus epidermidis (3 cfu/100ml) [fourth time; (B)(6), 2021] -pseudomonas aeruginosa and stenotrophomonas maltophilia (the total is 69 cfu/100ml.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg. Other detailed information was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphyloccocci (1 cfu/endoscope), and micrococcaceae (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event was due to the following possible causes. Reprocessing process was different from IFU recommendation. Occurrence of contamination at culture sampling by the user.